Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified. During internal inspection it was found that the dual 13-pin ribbon cable was not connected to the cpu board. The ribbon cable was reseated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.